Event description:
It was reported that pump malfunction occurred with no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer received instructions to reset pump, completed reset with technical support assistance, and did not experience repeat malfunction, so customer was advised to continue using pump.